Event description:
On friday night (B)(6) 2015, during an MRI conducted at a medical building adjacent to (B)(6) , my hands became very hot and tingling. My hands had been positioned against my sides and I was instructed to relax them against the wall (of the MRI), I also had a "bulb" device placed in my hand to squeeze if I needed help. When I informed the operator that my hands were hot, she told me it was nerves and to relax and breathe. When the first scan (lower spine) was completed, I was readjusted and a different from placed under me. The bulb was placed in my other hand and, I was again positioned with my hands against my sides and against the bars of the form (with skin contact at the waist/hip). During the second (abdominal), my hands got much better and when I informed the staff of this I was told to just hang in there. I observed to them that, I could feel the head of my hands against my skin. When I finally was done the woman assisting me out of the machine noted my hands were hot, but claimed it was nerves. I was also give an IV contrast agent during this second scan. My hands remained hot and small blisters have formed talon the palm of my right hand both hands continue to burn and itch (it has now been 3 days). I have called the MRI nurse twice but was told to see my doctor when he becomes available. I asked to file a report but was told that could not be done. I have consulted two doctors who know me and are concerned about thermal and nerve damage and have taken pictures of my hands 24 hours after the scan when they remained red and hot to the touch. I am unable to drive or use my hands for long periods of time and am taking anti inflammatory medication as that was the only suggesting from the nurse. I have tried various rubs, ointments and lotions with no improvement as well as ice and epsom salt soaks.